Event description:
It was reported that after orotracheal intubation of a 3.6 kg neonate, significant leaks were observed (noise, lack of capnogram, abnormally low insufflation pressures). A check for correct tube position and cuff inflation was carried out. Attempt to change the tube for a 3.5 tube: too big, did not pass the glottis, put back the 3.0 tube (the same one), observation of the same leaks. The customer assumed tracheoesophageal fistula. The doctor has been called who performed an endoscopic examination of the trachea through the tube and finds no abnormality. The tube was removed and examined, and a hole was found at the separation of the inflation tube from the intubation tube cuff. Another 3.0 tube was inserted and no leakage was found. The user facility reported that constated risks included several intubation maneuvers that put the child at risk of desaturation (which did not occur), glottic trauma, and risk of ventilatory difficulties with this pierced tube.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.